Event description:
Patient representative reported ¿alcl,¿ ¿capsular contracture,¿ baker grade not specified, ¿seroma,¿ ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device. Device was explanted. Pathological markers have not been received.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of biaalcl." Date of alcl diagnosis: (B)(6) 2015.

Manufacturer narrative:
Article citation: "rare cancer reignites debate over breast implants¿ safety", marie mccullough; the philadelphia inquirer, july 10, 2017. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details cannot be obtained as patient and explanting physician contact information was not provided. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant, misplacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
The philadelphia inquirer article titled "rare cancer reignites debate over breast implants¿ safety" reported in late 2014 "[patient] awoke one morning to a 'stabbing pain' in [patient] left breast, which had ballooned because of swelling around the implant. [Patient] was found to have a new type of lymphoma ¿ a cancer of the immune system ¿ caused by implants.¿ the device was explanted and patient choose no replacement. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma.